Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation/migration'), uterine perforation ('perforation: uterus/device expulsion/migration'), device breakage ('device breakage') and pregnancy with contraceptive device ('pregnancy: birth - no complication') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done" and device ineffective "device ineffective". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), device breakage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)", dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"), allergic rash ("allergy: rash/skin condition"), allergic skin reaction ("allergy: rash/skin condition"), allergy to metals ("nickel allergy"), psychological trauma ("psychological injury"), urinary tract infection ("bladder/urinary problems: urinary tract infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine"), headache ("headache") and nausea ("nausea"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, uterine perforation, device breakage, pregnancy with contraceptive device, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, menorrhagia, allergic rash, allergic skin reaction, allergy to metals, psychological trauma, urinary tract infection, vaginal discharge, fatigue, alopecia, migraine, headache, hormone level abnormal, weight increased and nausea outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, allergic rash, allergy to metals, alopecia, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, psychological trauma, urinary tract infection, uterine perforation, vaginal discharge, weight increased and allergic skin reaction to be related to essure. The reporter commented: plaintiff received treatment for breakage/ expulsion, urinary tract infection, vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-sep-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation/migration'), uterine perforation ('perforation: uterus/device expulsion/migration') and device breakage ('device breakage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done" and device ineffective "device ineffective". The patient's medical history included hematuria and human chorionic gonadotropin positive. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("bleeding: menorrhagia (heavy menstrual bleeding)"), allergic rash ("allergy: rash/skin condition"), allergic skin reaction ("allergy: rash/skin condition"), allergy to metals ("nickel allergy"), psychological trauma ("psychological injury"), urinary tract infection ("bladder/urinary problems: urinary tract infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine"), headache ("headache") and nausea ("nausea"), was found to have a pregnancy with contraceptive device ("pregnancy: birth - no complication") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (lavh bilateral salpingectomies). Essure was removed on (B)(6) 2021. At the time of the report, the fallopian tube perforation, uterine perforation, device breakage, pregnancy with contraceptive device, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, heavy menstrual bleeding, allergic rash, allergic skin reaction, allergy to metals, psychological trauma, urinary tract infection, vaginal discharge, fatigue, alopecia, migraine, headache, hormone level abnormal, weight increased and nausea outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, allergic rash, allergy to metals, alopecia, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, heavy menstrual bleeding, hormone level abnormal, migraine, nausea, pelvic pain, pregnancy with contraceptive device, psychological trauma, urinary tract infection, uterine perforation, vaginal discharge, weight increased and allergic skin reaction to be related to essure. The reporter commented: plaintiff received treatment for breakage/ expulsion, urinary tract infection, vaginal discharge. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 31-aug-2021: mr received. Essure removal date, reporter information and demographics was added. Action taken with drug updated. Event pregnancy with contraceptive device seriousness criteria updated as non-serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation/migration'), uterine perforation ('perforation: uterus/device expulsion/migration') and device breakage ('device breakage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done" and device ineffective "device ineffective". The patient's medical history included hematuria and human chorionic gonadotropin positive. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("bleeding: menorrhagia (heavy menstrual bleeding)"), allergic rash ("allergy: rash/skin condition"), allergic skin reaction ("allergy: rash/skin condition"), allergy to metals ("nickel allergy"), psychological trauma ("psychological injury"), urinary tract infection ("bladder/urinary problems: urinary tract infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine"), headache ("headache") and nausea ("nausea"), was found to have a pregnancy with contraceptive device ("pregnancy: birth - no complication") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (lavh bilateral salpingectomies). Essure was removed on (B)(6) 2021. At the time of the report, the fallopian tube perforation, uterine perforation, device breakage, pregnancy with contraceptive device, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, heavy menstrual bleeding, allergic rash, allergic skin reaction, allergy to metals, psychological trauma, urinary tract infection, vaginal discharge, fatigue, alopecia, migraine, headache, hormone level abnormal, weight increased and nausea outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, allergic rash, allergy to metals, alopecia, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, heavy menstrual bleeding, hormone level abnormal, migraine, nausea, pelvic pain, pregnancy with contraceptive device, psychological trauma, urinary tract infection, uterine perforation, vaginal discharge, weight increased and allergic skin reaction to be related to essure. The reporter commented: plaintiff received treatment for breakage/ expulsion, urinary tract infection, vaginal discharge. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 7-sep-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation / migration'), uterine perforation ('perforation: uterus / device expulsion / migration'), device breakage ('device breakage') and pregnancy with contraceptive device ('pregnancy: birth - no complication') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done" and device ineffective "device ineffective". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), device breakage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"), rash ("allergy: rash / skin condition"), skin disorder ("allergy: rash / skin condition"), allergy to metals ("nickel allergy"), psychological trauma ("psychological injury"), urinary tract infection ("bladder/urinary problems: urinary tract infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine"), headache ("headache") and nausea ("nausea"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, uterine perforation, device breakage, pregnancy with contraceptive device, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, menorrhagia, rash, skin disorder, allergy to metals, psychological trauma, urinary tract infection, vaginal discharge, fatigue, alopecia, migraine, headache, hormone level abnormal, weight increased and nausea outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, allergy to metals, alopecia, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, psychological trauma, rash, skin disorder, urinary tract infection, uterine perforation, vaginal discharge and weight increased to be related to essure. The reporter commented: plaintiff received treatment for breakage/ expulsion, urinary tract infection, vaginal discharge quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received. Case was upgraded to incident. The previously reported event injury was replaced with events from pfs: dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), rash / skin condition, nickel allergy, device breakage, psychological injury, pregnancy: birth no complication, device ineffective, fallopian tube perforation/migration, uterine perforation/expulsion / migration, urinary tract infection, vaginal discharge, fatigue, hair loss, migraines, headaches, hormonal changes, weight gain, nausea. Patient's details were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.